Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead lost capture, which resulted in asystole greater than 2 seconds. The lead had possibly moved forward and possibly advanced into the myocardial tissue. However, no tests were performed to conclusively confirm. The lead was surgically repositioned and the patient was hospitalized, as a result. No additional adverse patient effects were reported.